Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis confirmed the customer comment that the stylus touch-pen would not make appropriate selections on the display screen of the programmer. It was also noted that the system fan of the programmer was noisy. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus touch-pen of the programmer would select icons on the right side of the display screen, but would not select specific buttons. It was noted that it was an intermittent problem; at times, the cursor on the screen and the stylus would not be in sync at all. The programmer has been returned for repair. No patient complications have been reported as a result of this event.